Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected high out of range shocking impedances for this patient's right ventricular (rv) lead. The cause has not been determined. The physician plans to monitor the patient and no plans to intervene. To date, no adverse patient effects have been reported.